Event description:
It was reported that the ilet user experienced fluctuating blood glucose, with a low of 71 mg/dl followed by a high of 243 mg/dl and was 208 mg/dl and trending down when the caregiver called; the event was associated with hyperglycemia and hypoglycemia of unclear cause, and no alarms beyond routine ilet alerts were noted. Symptoms included transient hyperglycemia and hypoglycemia without reported clinical sequelae. Outcomes included no need for professional medical assistance and no immediate health effects, with caregiver monitoring advised. Investigation included complaint intake, device-use history review, and user counseling. Investigation of this case revealed no evidence of device malfunction and no contributory external factors identified. It was concluded that the event was not device related and that the cause of the glycemic excursions was undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.